Manufacturer narrative:
Patient information is unknown. It is unknown when patient¿s pain began. This report is for unknown trauma screws. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unavailable. Reporter is a synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent a hardware removal of the variable angle (va) - locking compression plate (lcp) volar rim distal radius dorsal titanium (ti) plate and screws due to pain. There was no additional hardware implanted. The procedure was successfully completed. Patient outcome was not provided. This report is for unknown trauma screws. This is report 2 of 2 for (B)(4).